Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images, as well as the onsite evaluation by an abbott representative, confirmed the reported driveline damage that would have contributed to the controller internal fault and driveline power fault alarms observed in the submitted log files. The account¿s submitted images revealed a cut in the pump cable near the inline connector. The damage appeared to penetrate through every layer of the cable down to the wires. Although the wire insulations could not be clearly depicted due to image quality, exposed conductors were visible. The submitted controller event log file contained events from (B)(6) 2025. On (B)(6) 2025, the file captured controller internal fault alarms and driveline power fault alarms associated with pwr_a_broken and ocp_a_open fault flags, respectively. An additional set of log files were submitted for review following the exchange of the modular cable and system controller, and no further alarms were captured. No other notable events or alarms were captured throughout the submitted log files, and the pump appeared to be operating as intended. A driveline repair was performed on (B)(6) 2025 by an abbott technical services representative. It was noted that the black and brown wires had superficial cuts in the insulations, exposing the underlying wire strands. Both wires were wrapped in non-conductive tape and the whole area was secured with rescue tape. No faults were noted prior or after the repair of the wires. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 of the IFU and section 4 of the patient handbook, "living with the heartmate iii", contain sub-sections titled "caring for the driveline", which contain information regarding how to clean and care for the driveline. These sections instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also instructs the user: "call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, contain sub-sections titled "what not to do: driveline and cables", which provide additional instructions regarding driveline care. These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline"), explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the driveline repair was done on (B)(6) 2025 and the compromised wire was taped up. After exposing the damaged area, the black and brown wires both had superficial cuts in the insulation showing the wire strands. Both wires were wrapped in non-conductive tape and the whole area was retaped using rescue tape. There were no faults noted prior or after repair of the wires.

Event description:
It was reported that the patient called and noted a driveline power fault alarm. The patient stated they were using scissors to cut off a driveline anchor and accidentally sliced their driveline proximal to the modular cable connection. The patient's daughter stated that the driveline cut had occurred that morning. The log files were reviewed and captured a system controller internal fault/driveline power fault starting on 18mar2025 which continued the remainder of the log file. It was also noted that the fuse was open as well, which meant that the scissors nicked the ground and power wires resulting in the fuse in the system controller being blown. A system controller and modular cable exchange were suggested to see if the alarms return. In looking at the photos it appeared that the scissors made it through the kevlar layer and had breached the underlying wires. It was noted that tech services may need to go onsite to apply some tape or reattach wiring. The log files were sent in again after performing 30 disconnects/reconnects with the black power cable. A new system controller and modular cable were given to the patient. No further driveline power fault alarms were noted. The log files were reviewed and appeared that the equipment was functioning as intended with no alarms. It was suggested that rescue tape be put on the area of damage until tech services could come and wrap it in some non-conductive tape. There was wire repair done for the nicked driveline that was causing driveline fault events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.